Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device vcp359h, mb8bxhq0 number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. What was the date of the initial procedure? What was the name of the initial procedure? What tissue layer was each vicryl plus suture used on? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What date (post op) did the patient develop symptoms? Were cultures performed of the secretions? What were the results? Other relevant patient history/concomitant medications/ prior surgery if applicable, will product samples from same lot be returned, return date, tracking information? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. Following the procedure, the wound got infected and secreted pus after using suture to sew the wounds. Anti-infective treatment was given to the patient and the suture was removed. Then the patient¿s condition changed better. Additional information has been requested.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the patient demographic info: age, weight, bmi at the time of index procedure: 62, other information is unknown. What was the date of the initial procedure? (B)(6) 2019. The following information was requested but unavailable: what was the name of the initial procedure? What tissue layer was each vicryl plus suture used on? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What date (post op) did the patient develop symptoms? Were cultures performed of the secretions? What were the results? Other relevant patient history/concomitant medications/ prior surgery if applicable, will product samples from same lot be returned, return date, tracking information? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?